Event description:
The time of event is unknown. There was no report of patient harm. Video image failure fluid damage.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the light guide fiber bundle (lcb) fluid damage, the lcb distal cover glass fluid damage, the lg prong top broken, the insertion flexible tube (ift) perforated, the insertion flexible tube (ift) buckled, the nozzle gluing missing, and the operation channel resistance; however, they are not the main cause, and or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 image failure and or the risk analysis results, it was evaluated to submit MDR.